Event description:
New information received notes that the right atrial lead exhibited noise over-sensing which resulted in pacing inhibition and an inappropriate mode switch.

Event description:
It was reported that the right atrial lead exhibited noise. No intervention was performed. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.